Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose level. Customer stated that hypoglycemia happened due to over bolusing. Blood glucose at the time of incident the was 42 mg/dl and most recent blood glucose level was 52 mg/dl. Customer stated the current blood glucose was 119 mg/dl. Customer reported symptoms like anxiety and fatigue. Customer treated hyperglycemia with food and glucose intake. It was known that customer was using the auto-mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.